Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance for resetting the pump's malfunction code, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the problem reappeared, which they understood.